Event description:
It was reported that a uromax ultra dilation balloon catheter device was used during a ureteroscopic lithotripsy (ursl) procedure. Reportedly, the balloon could not dilate. The procedure was completed with another of the same device with no patient complications. Analysis of the returned basket identified that a pinhole in the balloon material was found located approximately 2mm distal of the distal markerband.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: device code a041001 captures the reportable investigation result of balloon pinhole. Block h11: investigation results. The returned uromax balloon device was analyzed, and a visual evaluation noted that the balloon was not folded which indicates that the device was subjected to positive pressure. It was also noted that a pinhole in the balloon material was found located approximately 2mm distal of the distal markerband. Additionally, the balloon could not be inflated due to the balloon pinhole and the rated burst pressure of this device was 20 atmospheres. A visual and tactile examination was performed on the shaft, tip or markerbands and no damages were found. A labeling review was performed and there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Based on the available information the pinhole in the balloon material most probably occurred due to an interaction between the balloon and a kidney stone during the procedure. It would not be possible to inflate the device due to the balloon pinhole during the procedure. Therefore, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.